Event description:
MFR became aware of an article, written as a case report, in the november 1999 on the issue of catheterization and cardiovascular interventions, titled infectious complications related to the use of the angio-seal. There is limited information provided in this report. The user facility, physician name and the date of the event are unknown. Drs reported that the angio-seal device was deployed in 108 pts over a 14 month period. There were eight pts who developed a hematoma (7.4 percent). Of these eight pts, two (1.9 percent) developed an infection, specifically staphylococcus aureus endarteritis and staphylococcus aureus septic hematoma. The study concluded that hematoma formation, plus the presence of foreign material deployed within the lumen wall of the artery acted as a source for infection. A pt presented with purulent discharge positive for staphylococcus aureus exuding from a puncture site in the right groin. Four days previously, angioplasty and stent insertion were performed through the right femoral artery. The arterial sheath was removed immediately following the procedure and the angio-seal device was deployed. Two hrs later an 8cm hematoma formed. Local pressure was applied to achieve hemostasis. The extremity remained well perfused. The angio-seal device was not removed. The pt presented following an onset of fever (38.6 degrees) and rigors on the fourth day. The pt was hemodynamically stable. No stigmata of septic embolic disease was observed. The white blood count was 13.2 x 10 e9/l with a left shift. Both blood cultures were negative. Intially, the pt was treated with IV cefazolin 2g every 8 hrs. For 24 hrs. As the ultrasound did not identify arterial involvement and blood cultures were negative, the pt rec'd treatment appropriate for a periarterial staphylococcus aureus abscess. The signs and symptoms have fully resolved following 1-month course of oral cephalexin 500mg four times per day.